Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with cefazoline (intraperitoneal, 2 grams daily, duration not reported) and gentamicin (intraperitoneal, 80 milligrams daily, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event and antibiotic treatment was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient¿s error. Treatment with cefazoline and gentamicin was discontinued fourteen days after onset of the peritonitis. The same day, the patient was discharged from the hospital and was recovered from this peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.